Manufacturer narrative:
Device received with intermittent button response due to flattened (up and down) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding. Device received with broken battery tube threads, partial broken reservoir tube lip and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button was slow to respond. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was reported that reservoir was cracked around cap. The insulin pump will not be returned for analysis.